Event description:
The customer reported that there was leakage at the filter site causing an underinfusion of "neonatal c" (tpn) and subsequent hypoglycemia. No patient harm or medical intervention was reported. No additional patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.